Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving an error alarm during the manual prime and the customer was unable to complete the rewind sequence. The drive support cap was noted to be sticking out and the customer stated that the insulin pump has been dropped a lot. Customer's blood glucose reading at the time of the call was 323 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratched around casing.